Manufacturer narrative:
Evaluation results (B)(4) inherent risk of procedure (death). (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Event description:
During index procedure the patient had three endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal rca and one endeavor sprint rx drug-eluting stent implanted to the circumflex artery av groove continuation segment. Approximately three weeks post index procedure during a cholecystectomy procedure the patient suffered a ventricular fibrillation and died. The investigator indicated that the reported event was unrelated to the study device. (Ref MFR # 9612164-2011-01427, 9612164-2011-01428, 9612164-2011-01429 and 9612164-2011-01430)